Manufacturer narrative:
During service at the manufacturer, the service representatives were unable to confirm or duplicate the reported heat symptom, and ruled out likely components including the bearings.

Event description:
It was reported that the device was overheating. Attempts are being made to obtain additional details.

Event description:
It was reported that the device was overheating. Attempts are being made to obtain additional details.